Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a image was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via the common femoral artery for treatment of a stenosis, the stent allegedly became occluded and an intervention was performed for treatment of the occlusion. It was further reported that during the intervention, stent breakage and torsion were allegedly detected. Furthermore, additional stent was placed inside the broken stent for treatment and the reintervention was successful. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via the common femoral artery for treatment of a stenosis, the stent allegedly became occluded and a intervention was performed for treatment of the occlusion. It was further reported that during the intervention, stent breakage and torsion were allegedly detected. Furthermore, additional stent was placed inside the broken stent for treatment and the reintervention was successful. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided images demonstrate three overlappingly placed stents in the sfa, and digital marks on the images indicate that the stent in mid position and the stent in most distal position are related to the two tied complaints. A minor strut gap of the stent in mid position confirms stent fracture; a transversal break is not visible; the fracture was considered type I or ii. It is not clear whether the images were taken with contrasted blood, and the relationship of the strut fracture to the alleged occlusion could not be verified so that a statement regarding occlusion is not possible. The investigation leads to confirmed result for stent strut fracture. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as confirmed for stent strut fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Holding and handling of the system throughout deployment was found described, in particular the instructions for use (IFU) state: 'gently hold the stability sheath close to the introducer sheath and keep it stationary and under tension throughout deployment'. Regarding pta the IFU state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended.' Regarding access/ accessories the IFU state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. (...) Insert a guidewire of appropriate length (table 3) and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter (...).' The IFU further state: 'cases of fracture have been reported in clinical use of the lifestent (...) In lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established.', and 'it is recommended to use the 80 cm working length device for ipsilateral procedures. The longer working length of the 135 cm device may potentially be challenging for the user to keep straight for ipsilateral procedures. Failure to keep the device straight may impede the optimal deployment of the implant.' H10: g3. H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via the common femoral artery for treatment of a stenosis, the stent allegedly became occluded and a intervention was performed for treatment of the occlusion. It was further reported that during the intervention, stent breakage and torsion were allegedly detected. Furthermore, additional stent was placed inside the broken stent for treatment and the reintervention was successful. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided images demonstrate three overlappingly placed stents in the sfa, and digital marks on the images indicate that the stent in mid position and the stent in most distal position are related to the two tied complaints. A minor strut gap of the stent in mid position confirms stent fracture; a transversal break is not visible; the fracture was considered type I or ii. It is not clear whether the images were taken with contrasted blood, and the relationship of the strut fracture to the alleged occlusion could not be verified so that a statement regarding occlusion is not possible. The investigation leads to confirmed result for stent strut fracture. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as confirmed for stent strut fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Holding and handling of the system throughout deployment was found described, in particular the instructions for use (IFU) state: 'gently hold the stability sheath close to the introducer sheath and keep it stationary and under tension throughout deployment'. Regarding pta the IFU state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended.' Regarding access/ accessories the IFU state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. (...) Insert a guidewire of appropriate length (table 3) and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter (...).' The IFU further state: 'cases of fracture have been reported in clinical use of the lifestent (...) In lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established.', and 'it is recommended to use the 80 cm working length device for ipsilateral procedures. The longer working length of the 135 cm device may potentially be challenging for the user to keep straight for ipsilateral procedures. Failure to keep the device straight may impede the optimal deployment of the implant.' H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.